Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 21.0 mmol/l at the time of the incident and treated with manual injection. Customer stated that the insulin pump started vibrating and blinking red and the display went black. The customer was assisted with troubleshooting and the display did not return even after the battery has been changed. The customer was advised that the insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly.